Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that pump battery was unresponsive, preventing operation. There was no reported adverse impact to customer's blood glucose. The customer was instructed to attempt several troubleshooting steps, including checking the pump's power connection and pressing the button, but the issue could not be resolved. Customer reverted to using multiple daily injections (mdi) as a backup therapy.